Manufacturer narrative:
Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported tissue expander "breakage" on an unknown side. The device remains implanted.